Event description:
It was reported that during a laparoscopic appendectomy to cut the appendix, the reload fired completely but would not retract the knife blade. Staff reportedly cranked the screwdriver the wrong way for a long time while trying to determine what to do, and the procedure was extended by about 30 minutes. A manual retraction tool was used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant products: sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT, (lot n4g1981uy); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial: (B)(6)), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.